Manufacturer narrative:
Medical device expiration date: na, initial reporter first name: (B)(6), initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer received a negative result on the interface. It is possible that this result was a false negative. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "there was no withdrawal of the vial as soon as it was negative, which generated a positive outside the protocol.", "this case is probably an out-of-protocol positive.", "bactec released a positive hemo at 5 days and 5 hours. Our protocol is 5 days (negative) the interface sent negative. We really need to investigate what might have happened."

Manufacturer narrative:
H.6. Investigation summary a failure was reported on a bd bactec fx top (p/n 441385, s/n (B)(6)). Customer reported an false positive issue on their instrument. Bd remote assistance worked with the customer and found that the sample was flagged as positive after the five day protocol. The sample was flagged as negative at the end of the five day protocol but the customer left the sample in the instrument and continued the testing of the sample. The sample was then flagged as positive after five hours post protocol. This is considered an out-of-protocol positive due to the sample being left in the instrument after the five day testing. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmbactecinstraph rev 15 the potential risk of the reported failure mode is user inconvenience , which is an s1; reference row ID 2.4. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer received a negative result on the interface. It is possible that this result was a false negative. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "there was no withdrawal of the vial as soon as it was negative, which generated a positive outside the protocol.", "this case is probably an out-of-protocol positive.", "bactec released a positive hemo at 5 days and 5 hours. Our protocol is 5 days (negative) the interface sent negative. We really need to investigate what might have happened."